Manufacturer narrative:
(B)(4). It was reported that patient underwent diagnostic laparoscopy with thermal fulguration of endometriotic implants and biopsy on (B)(6) 2012 due to pelvic pain with stage ii endometriosis. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 due to the patients bladder fell inside (as written), and mesh were implanted. It was reported that following insertion the patient experienced vaginal pain, very severe vaginal pain and vaginal pain constantly for 10 years. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.